Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (340 mg/dl). Reportedly, the customer has recently ate a meal; however the cause for elevated bg levels is unknown. Customer set a temporary rate of 110% and delivered boluses to address elevated bg levels. System check with tandem technical support was performed and the pump was functioning as intended. Recommendation was made to discuss diabetes management with customer's health care professional.